Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their dbs implanted in (B)(6) 2019. From the beginning they had pain in their neck. When they turned their head, their battery would go up and you could see the extension. When you touched it was very tense. The patient thought the extension between the battery and the electrodes was too short. At the end of may they operated again to change the extension for a longer one and to change the battery location.